Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. After troubleshooting with original charging supplies and ensuring the wall adapter was plugged into a working outlet for 30 minutes, the pump began charging, and no further assistance was required.